Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power. Customer's blood glucose at time of incident was 7.3mmol/l. Customer stated the no power with pump just ringing not letting her go into settings. Customer was advised to insert new energizer aaa alkaline battery. Customer stated doesn't feel safe with pump and advised that we will replace the insulin pump.

Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, off no power or battery indicator anomalies noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.